Event description:
Event description guidant received information that approximately 24 months post implant, this implantable cardioverter defibrillator (ICD) displayed a battery status of middle of life 2 (mol2). Premature battery depletion is suspected.